Manufacturer narrative:
Additional testing is being performed at this time. When analysis is complete, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was replaced with another ICD. There were no allegations from the field. Upon receipt, initial laboratory analysis determined that this device reached elective replacement indicator (eri) earlier than expected due to a higher than expected cell impedance increase. This device is included in the shortened replacement window ((B)(6) 2007) and low voltage capacitor (c2) advisory populations.